Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and confirmed the reported issue. Fse replaced scroll compressor and filters to resolve the issue. Device passed all functional and safety tests according to factory specifications. Device was given to customer and cleared for customer use. The defective components were received for further investigation. The failure analysis and testing dept. Received parts with a reported failure of an error code 14 during power-up. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the part in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Confirmed the reported error code 14 on startup. No root cause defined. The non-conformances with the returned components were identified. However, the root cause or the most probable root cause is impossible to be defined. The fat installed muffler <100 micron in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. The fat installed muffler,1/8 npt in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. The non-conformances with the returned components were not identified. However, the root cause or the most probable root cause is not confirmed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during power up while performing routine check, the cardiosave intra-aortic balloon pump (iabp) unit had an error code 14. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.